Event description:
It was reported that during a supply change the user observed no drops, removed the insulin cartridge, and noted leakage without visible damage, after which the cartridge was likely seated incorrectly; the user wears a contact detach infusion set and required guidance to navigate back to the cartridge and tubing change steps, after which insulin delivery was resumed. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no interruption requiring medical care and no alerts or alarms. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user handling consistent with incorrect installation of the cartridge. It was concluded that the event was attributable to use error related to cartridge placement, with resolution following guidance and no further issues reported.